Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred with an unknown amount of insulin. There was no reported impact to the customer¿s blood glucose level. Customer declined to perform troubleshooting with tandem technical support.